Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that an "air in line" alarm occurred when the cassette was placed. No patient injury was reported.

Manufacturer narrative:
Additional information was received confirming no patient injury, issue was found during preventive maintenance testing., corrected data: updated d2 common device name

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Defective air detector was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.